Event description:
A hospital in (B)(6) reported that the nasal cannula and manifold of an opt846 adult nasal interface was coming apart before use on a patient.

Manufacturer narrative:
The opt846 interface is used to deliver humidified oxygen to patients. The opt846 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint device was visually inspected. Results: the nasal prongs were securely attached to the manifold. There was no damage to the flexi tubing. No other damage was noted to the device. A lot check revealed no other complaints for this product. Conclusion: we are unable to determine the root cause of the separation. The opt846 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. (B)(4).